Event description:
It was reported that a patient in his 70¿s underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade. It was reported that after the procedure, cardiac tamponade occurred. No error codes in the catheter. The timing of when complaints occurred was after the procedure, after the coronary sinus (cs) catheter was removed, blood pressure decreased. The patient was improving. Atrial septal puncture was performed by a radiofrequency (rf) needle. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: = 30 w 8 ml, = 31 w, 15 ml. The physician's opinions on the relationship between the event and the product was that there is no relationship with the product. It was considered that tamponade occurred during cs catheter placement. There were no abnormalities observed prior to and during use of the product. Pericardial effusion was confirmed by ice after cs catheter placement, but the physician judged that the pericardial effusion was original because the hemodynamics was stable. Ablation was conducted until the end. However, when the cs catheter was removed after the completion of the procedure, blood pressure decreased, and the physician judged it to be tamponade due to the cs catheter. A smartablate generator was used. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used was dashboard; vector; visitag. Tag index was used. The patient did not require extended hospitalization because of the adverse event. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. The visitag module was used and parameters for stability were (range; time; fot; tag size) 3¿¿3s¿3g¿25%¿tag size2¿. Additional filter used with the visitag was respiration adjustment.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30949170l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).